Manufacturer narrative:
This report is submitted on january 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently the patient was hospitalized on (B)(6) 2016 for the duration of 1 day and treated with (IV) antibiotics.